Event description:
Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a (B)(6) male pt, initials (B)(6), with left knee pain. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, once weekly in left knee (route not provided). On (B)(6) 2013, the pt received the third synvisc injection. On an unspecified date, in (B)(6) 2013, the pt developed left knee effusion. On (B)(6) 2013, arthrocentesis was performed and 65 ml of turbid fluid was aspirated from left knee. On the same day, the pt was treated with cortisone sot for the event of left knee effusion. On an unspecified date, the pt recovered from the event of left knee effusion. Concomitant medications were not provided. The intensity for the event was not provided. The reporting nurse did not provide the causal relationship between synvisc and the event.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.